Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage

Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A c154dwk implantable cardioverter defibrillator (ICD),   implanted: (B)(6) 2009. A 1699tc competitor implantable pacing lead, (B)(6) 2009. A 6947 implantable tachy lead, (B)(6) 2009. (B)(4).